Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'issue with open door' was not reproduced. A review of the event history log revealed a 'shut door - power off' message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with 'door open'. This occurred during power up in the delivery room. There was no patient involvement. No additional information is available.